Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case cracked, chipped by the right front bottom corners, and bottom case cracked by the mounting screw. Upon review of the pump event history log, control key switch bgnd test found. Device underwent functional testing; unable to confirm the reported customer complaint. Damaged bottom case, and right plunger cases were replaced, confirming the reported customer complaint. The problem source has been determined to be user interface as a result of the customer's physical damage to the device.

Event description:
Information was received that device had bgnd test failure and a damaged case. No patient involvement.